Manufacturer narrative:
Visual and functional examination of the console could not confirm the alleged complaint condition. There was no evidence found for fluid intrusion. The console functioned as per specification. No root cause for the reported complaint condition could be determined as the complaint was not confirmed.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that the console would not bring in and move any fluid from the roller pump to the patient. The report stated this occurred after the console had successfully completed priming and the perfusionist was ready to deliver (fluid not stated) to the patient. The perfusionist removed the console from the procedure and used another one to successfully complete the procedure. There were no patient complications reported as a result of the alleged issue. The console was returned to the manufacturer for evaluation.